Manufacturer narrative:
The customer's complaint was confirmed with the pump showing n234 alarm at start up. The probable cause is the app pwa. Review of the pump history also showed n234 alarms.

Event description:
The incident involved a plum a + infusion pump with a defective mechanical assembly on an unknown date. The customer reported that the assembly was taken out of the box and installed in the pump and would not detect distal air or alarm. There was no patient involvement and no patient harm.